Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, still has pain -examination: no visible mesh - assessment/plan: pelvic and rectal pain. Underwent removal of posterior vaginal sling for rectal and vulvar pain, pelvic pain. Yes. Following mesh revision surgery, patient developed complications. Pain is bad, more trouble, suture present. Patient referred to dr. (B)(6) for evaluation of rectal pain, abdominal pain, and difficult defecation. She went through testing and was diagnosed with difficult defecation associated with abdominal bloating and discomfort status post pelvic surgery, dyschezia and rectal pruritu". Had tried some limited pelvic floor physical therapy, without any improvement. Lower back in the area of the right ischial tuberosity, pain with bowel movements, severe constipation - pelvic examination: the vagina is severely shortened approximately 2cm. There is very severe tenderness of bilateral levator and obturator muscles. Ischial spines are very difficult to palpate due to the shortness of the vagina as well as pain - pelvic floor tension myalgia, most likely pudendal neuralgia - refer to (B)(6) for physical therapy - recommended either a CT-guided injection of both pudendal nerves or botox injection to the pelvic floor muscles. If all other treatments fail, the patient may need surgical depression of the pudendal nerves with the removal of the remaining mesh. Underwent CT guided fluid aspiration/injections and pudendal nerve block for pudendal neuralgia on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2010. Pain free for about 1 hour after her injection. Pain free for about 1 hour after her injection. Her pain then went back to pre injection levels. Had severe hesitancy with urination - pelvic floor tension myalgia - plan: exam under anesthesia and botox injection into pelvic floor muscles on (B)(6) 2010. Bilateral injection of botulinum toxin into the pelvic floor muscles for pelvic floor tension myalgia. Patient noticed more bladder problems since her botox injection and rectal pain. Discussed using a pain pump versus pudendal nerve decompression surgery. CT guided fluid aspiration/injection revealed successful placement of on-q pain pump catheter into left alock's canal using seldinger technique under CT guidance for left pudendal. Leaking and noticing a foul odor from pain pump insertion site. Reports some pain at the insertion site - pain pump catheter has moved from position. Pain pump insertion site injection, contact dermatitis. Pain pump catheter was removed. Continue to have a significant amount of pain, severe hesitancy with urination. Scheduled for interventional surgery. Underwent left peripheral neurolysis with transposition of the nerve, use of activated platelet plasma rich matrix graft and repair of sacrotuberous ligament with cadaveric gracilis tendon for left pudendal neuralgia. Urinary tract infection. She lost control of her bladder. Catheterizes more often than normal and notices some urethral burning, pain pump removed and replaced. Examination on (B)(6) 2010 revealed small 2mm opening at the superior aspect of her incision which is mildly erythematous and mildly indurated, drainage - superficial cellulitis - wound culture revealed heave growth (B)(6) coagulase prescribed keflexurodynamics (reports not available) vaginal opening approximately 2-3 m deep unable to place vaginal catheter. Unable to place catheter in rectum due to irritation form hemorrhoids. Addendum: patient was experiencing urinary leakage sometime when she stands. She has to occasionally self catheterize to empty completely..